Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation revealed that 03.010.104, drill bit ø4.2 calibr l145 3flute f/quic has been broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, the drill bit ø4.2 calibr l145 3flute f/quic has broken because of cause trace to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 03.010.104-15. Lot number: 57964p05. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20 mar 2025. Manufacturing site: jabil bettlach.

Event description:
It was reported that during the procedure at the moment the doctor broached to place the screw, the bit was broken. This problem was resolved by removing the bit together with its fragments and passing another drill bit of the same characteristics that also comes inside the equipment, achieving with this successful completion of the surgery; for this novelty there were no discomfort on the part of the specialist, there were no affections to the patient and there were no alterations in the surgical times.